Event description:
A medtronic representative reported that during a cranial resection procedure the surgeon alleged the navigation system was inaccurate. The navigation system was accurate after registration, but after draping the surgeon alleged the system was 0.5 centimeters inaccurate. The surgeon stated the accuracy seemed within reason when navigating sub-dura and opted to completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative tested the system with both sterile and unsterile instruments. The navigation was accurate and the medtronic representative was unable to recreate reported issue. The medtronic representative performed a navigation system check-out, all areas passed.